Manufacturer narrative:
Failure analysis noted that the pump had blank display due to corroded lcd board. (B)(4).

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was 126 mg/dl at the time of incident. The customer stated that the pump was exposed to river water and it died. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.